Event description:
The customer reported that the system showed signs of continuing to emit x-rays when the button was released. There is no pt injury or death.

Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable and no additional service information was provided. This malfunction may have resulted in a possible aro (accidental radiation occurrence).